Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ilxc1515135, serial/lot #: (B)(4), UDI#: (B)(4); product ID: yrechxc1555, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient. It was reported approximately 13 years post the index procedure a physician called technical services to request the size of the stent grafts implanted and stated that they think one of the stent grafts is kinked. Intervention may be required. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.